Event description:
Patient called lfs and alleged that their meter would only prompt a clean test area message. They stated that they have been unable to test for 3 days. They visited their physician's office for assistance in resolving the meter issue. They were advised to contact lfs. No medical treatment was given. The patient stated that they were not cleaning the meter according to the lfs owner's manual. The issue, however, was not resolved with troubleshooting. The meter is being replaced for the patient.